Event description:
A facility reported that the locking mechanism on mayfield modified skull clamp (a1059) was somewhat loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation showed that the unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts; unit was machined to have heli-coils added to large starburst threads. New components were added to replace worn internal parts, and general cleaning and maintenance were performed. Root cause - complaint confirmed via inspection of the unit. The ratchet extension is an older style and is having difficulties moving in the body casting. Additionally there was movement in the locking mechanism and the unit required replacement of worn parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.